Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Medical products: unknown direct drive blade, part# ni, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the screws could not be retained by four different blades. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h2, h3, h6, h10. A visual inspection of the screw showed light signs of attempted use. For further analysis the screw was returned to warsaw for further investigation by the ops manufacturing technician. The reported testing result shows that the returned product was found to fail the g01355 no-go test and has been deemed out of spec. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to issues in the manufacturing process leading to undersized parts being manufactured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the screws could not be retained by four different blades during a maxillary lefort 1 osteotomy. No adverse events have been reported as a result of the malfunction.